Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 511 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. It is unknown what may have caused the blood glucose to rise. The customer was assisted with performing a self test on their insulin pump and the device passed the test function. The customer was advised to monitor the device for any malfunctions. The customer did not return the product back for analysis.